Event description:
The customer reported that the system displayed a check sum error and was not able to boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram memory card was replaced and the system was configured. The system was tested and found to be working as intended and put back into service.